Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2015 and presented on (B)(6) 2016 because she felt the right punctal plug fell out and wanted it replaced. The punctal plug was for her treatment of dry eye in both eyes. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of dry eye and that the plug fell out on right eye. Patient reported symptoms are not interfering with daily activities. A 0.4mm plug was placed in right eye bcva from (B)(6) 2015: right eye pre-op 20/20 -4.00 x -1.00 x 100; left eye pre-op 20/20 -4.25 x -.75 x 90. Bcva from (B)(6) 2016: right eye post-op 20/20 -.25 x .00 x 90; left eye post-op 20/20 -.25 x -.25 x 16.